Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. Ilxch151585 stent graft, implanted: (B)(6) 2008. Ilxch1515115 stent graft, implanted: (B)(6) 2008. Ilxch151555 stent graft, implanted: (B)(6) 2008. Bfxch2615135 stent graft, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had a possible fracture. The lead also had high and undefined pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.